Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid during the procedure. The sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. The medwatch report received states that there were three cases with this same lot number, review confirmed two of the three reported occurrences were previously reported by the customer to bdi surgery reference no. 1213643-2021-20465 and 1213643-2021-20470.

Event description:
The following was reported to bd via medwatch# (B)(4): "rn in room noted that the bard hydro-surg laparoscopic suction irrigator ref# 0026870 was leaking from the bottom of the battery compartment. There was a noticeable pooling on the floor from the leaking device. When the battery compartment was opened at the conclusion of the case there was fluid inside of the compartment. The batteries were noticeably wet. This is the third device with this lot #jufs0410 that we have found to be leaking." Original intended procedure: laparoscopic cholecystectomy